Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead continued to exhibit chronically high superior vena cava (svc) impedance. The svc coil was turned off, the implanted device was later changed on and the svc coil was also turned off in the new device.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. Detections were turned off until the physician decides how to proceed. The lead remains in use. No patient complications have been reported as a result of this event.